Manufacturer narrative:
Concomitant medical products: ddbb1d1 defibrillator implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) episodes accelerated to ventricular fibrillation (vf) after anti-tachycardia pacing delivery. Low measured p waves and atrial undersensing were noted on the right atrial (ra) lead.  The lead remains in use. No further patient complications have been reported as a result of this event.